Event description:
(B)(6) was notified of the adverse event described below. After evaluating the information received, (B)(6) has determined the adverse event was not related to a device manufactured, sold, or imported by (B)(6). Following 21cfr803.22, we are hereby submitting (B)(6) notification of the event to cdrh. During a tavr procedure, a 23mm sapien 3 ultra valve was advanced and deployed without issue. Upon sheath removal, they attempted to tighten down the perclose and noted that hemostasis was not achieved. They tried additional percloses without success. They elected to do a femoral cutdown with a direct closure of the common femoral artery. The patient left the room in stable condition. The esheath did not cause or contribute to the injury. The perceived root cause for the perclose failure was deep pannus patient and perclose didn't close. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).